Manufacturer narrative:
H3: only a portion of the inner assembly (proximal end) was placed in a small resealable bag and returned in plastic sleeve. Upon receipt, traces of black residue were observed on the bushing. The distal outside diameter of the inner hub was found to be deformed. The distal outside diameter of the inner hub was also found to be deformed. The distal outside diameter of the hub shall measure 0.330 ± 0.002 inches; however, the measured value was 0.370 inches, which was out of specification. Functional testing could not be performed due to the damaged condition of the device upon return. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the broken bur stuck in the handpiece. There was no patient impact.